Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient lost 70 lbs. And now the ins is sideways in the pocket. Patient is unable to charge. Doctor is going to do pocket revision. No symptoms were reported and no further complications were reported/anticipated.